Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft model 1125, lot number: 16135372-9791, expiration date: 2022-01-31, UDI (B)(4), mfg date: 2017-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had low flow alarms and below normal power consumption. It was determined that there was an occlusion of the outflow graft. It was noted that the patient was non-compliant so the vad was turned off with no plans of an exchange at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump and outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows starting on (B)(6) 2018 to parameters below the normal operating range. One low flow alarm was logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: brand name: heartware ventricular assist system ¿ outflow graft, lot number: 16135372-9791. (B)(4). If information is provided in the future, a supplemental report will be issued.